Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens) for urinary retention, fecal incontinence it was reported that the patient reported that she was in the hospital.the patient stated when she turned on her device she got an " electrocuting shock" in her groin. She was concerned that the shock that she felt may have caused permanent nerve damage. Patient was advised to reach out to her hcp for further assistance. Per the patient, the hcp had referred the patient to her sales rep for assistance. Patient stated that the device was causing her severe and excruciating pain. This issue was not reported to be resolved at the time of this report. No further symptoms or complications reported